Event description:
It was reported that after when checking the catheter following package opening, the operator found that the guide wire inside was kinked to an acute angle.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter kit was provided for evaluation. The packaging was returned opened and the label indicated lot: redq2080. The opened kit contained the groshong catheter w/internal stiffening stylet, scalpel, microintroducer, guidewire, sealed statlock, suture wing, and introducer needle. No apparent evidence of use was observed on the components. A sharp bend in the catheter was noted near the 24 cm depth marker. The stylet was removed and the catheter retained a slight bend. The sharp bend was located in the stylet. Microscopic observation of the kinked catheter region did not reveal any apparent surface damage. A dent in the tray lid was present near the bent catheter location but was not directly aligned. The condition of the catheter prior to package opening or handling is unknown. Based on the description of the reported event and condition of the returned sample, possible contributing factors include damage during storage or during removal from the kit. Since the bend was present on the stylet, the complaint is confirmed but the exact cause remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2080 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after when checking the catheter following package opening, the operator found that the guide wire inside was kinked to an acute angle.